Event description:
It was reported the device was used during an unknown procedure. It was reported the device was given to the rep and told it did not properly function in the operating room. Rep will obtain additional info on 3/12/98 when he is at the hospital. There was no consequence to the patient.

Manufacturer narrative:
H6:dislodged anvil. Endopath ets-based upon the information received and the visual examination, it was concluded that the instrument was returned with the anvil dislodged from the closure tube. When this condition exists pressing the release button will not open the instrument. The anvil was re-aligned and the instrument was cycled, fired, cut and formed the staples within design specification.